Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported issue could not be duplicated, pump passed all functional tests. The downstream occlusion (dso) will be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed downstream occlusion testing. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.